Event description:
It was reported that the caller stated they was trying to start arctic sun device but was only getting dashes in the patient temperature. It was confirmed cable and probe (foley) both seated well. Moved probe to bedside monitor and it was reading there. They would have to order another arctic sun as they did not had any others available to borrow the cable from.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated they was trying to start arctic sun device but was only getting dashes in the patient temperature. It was confirmed cable and probe (foley) both seated well. Moved probe to bedside monitor and it was reading there. They would have to order another arctic sun as they did not had any others available to borrow the cable from.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the caller stated they was trying to start arctic sun device but was only getting dashes in the patient temperature. It was confirmed cable and probe (foley) both seated well. Moved probe to bedside monitor and it was reading there. They would have to order another arctic sun as they did not had any others available to borrow the cable from.

Manufacturer narrative:
This record is being submitted as a correction to the date received by manufacturer previously submitted. Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated they was trying to start arctic sun device but was only getting dashes in the patient temperature. It was confirmed cable and probe (foley) both seated well. Moved probe to bedside monitor and it was reading there. They would have to order another arctic sun as they did not had any others available to borrow the cable from.